Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (cracked touchscreen).

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged from 176 mg/dl to 177 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.